Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident is unavailable. The customer stated that they had visited emergency room twice for low blood glucose. The auto mode feature was off at the time of incident. The customer's current blood glucose was 186 mg/dl. The insulin pump will be replaced, and customer agreed to return the product for analysis.